Event description:
It was reported that sharps coll slide close 9gal red was missing the latch for the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 305616. Batch no: 0337923. It was reported that five collectors were missing the latches for the lids. Event description per email states: it was reported that five collectors were missing the latches for the lids.

Manufacturer narrative:
H6: investigation summary: 3 photos were provided for the complaint. A DHR review was performed and showed there were no issues reported like missing component (missing sliding door) during the manufacturing process of the lot number 0337923. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for missing component (missing sliding door) for the same part number. According to this investigation there is clear evidence of the sliding door missing in the customer photos. There is also a weighing system label to prove that the container had the sliding door on it/ with it in box when weighed. Root cause is unknown but it could either be a manufacturing error (process omission) or a misassembly (sliding door not assembled with top). Bd will continue to monitor for any trends.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll slide close 9gal red was missing the latch for the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: material no: 305616 batch no: 0337923. It was reported that five collectors were missing the latches for the lids. Event description per email states: it was reported that five collectors were missing the latches for the lids.